Event description:
Patient reported "rupture" against right side device. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient additionally reported "medical opinion was rupture before the surgery but confirmed as seroma". Device has been explanted.